Event description:
The customer reported that the device was not marking r-waves during a cardioversion procedure.

Manufacturer narrative:
(B)(4). The customer reported that the device was not marking r-waves during a cardioversion procedure. There was no report of negative pt impact or outcome. The device was not evaluated by philips. Info was provided to the customer regarding r-wave detection. The customer evaluated the device internally and returned it to service. This was a use issue in choosing an ECG waveform with a detectable r-wave and was not a device malfunction.